Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 548 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer last changed the infusion set on the night prior to the event. The customer stated that when she awoke the next morning, the infusion set was no longer connected. The customer was not clear on whether the infusion set dislodged from the reservoir, or if it became detached from her body. The customer could not verify the type of infusion set being used. Nothing further was reported.